Event description:
During biomed testing the device displayed "status 66," "status 90" and "cannot dump" messages. Complainant indicated that there was no patient involvement in the reported malfunction.